Manufacturer narrative:
(B)(4)

Event description:
Patient's father contacted dexcom on (B)(6) 2016 to report that on (B)(6) 2016, the patient experienced a bluetooth connection issue between the transmitter and g5 mobile application. Dexcom representative relinquished the transmitter and advised the patient's father to re-pair the transmitter. No additional patient or event information is available.